Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had its haptic stuck during the surgeon's attempt to insert it into the patient's operative eye. Consequently, the lens was only partially inserted and could not be fully implanted. It was also reported that the surgeon inserted and removed the lens during the same procedure. The patient recovered fully. There was no unplanned vitrectomy or other complications were noted. Through additional information received, the procedure was completed successfully with a back up lens. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. There was no medication outside the standard of care required and the patient was doing good after surgery. The product is not available to return for evaluation. No other information was received.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.